Event description:
It was reported that there were sensing problems and short v-v intervals, which could indicate oversensing. The pace/sense portion of the lead was capped, a new pace/sense lead was implanted, and the defibrillation portion remained in use. Several months later, high svc (superior vena cava) coil impedance was noted, and a svc coil fracture was suspected. The lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Without a lot number or device serial number, the manufacturing date cannot be determined. Evaluation summary: the actual lead was not received for evaluation. We did receive performance data collected from the device and have analyzed the data. It was noted there was 1 - patient alert for superior vena cava (svc) (hvx) lead impedance > 200 ohms on (B)(6) 2011 03:00:04. The weekly high voltage measurement log data shows an abrupt increase for max svc = 74 to 216 ohms peak between (B)(6) 2011.